Event description:
Procedure type: unknown. Patient gender: unknown. According to the reporter: a small screw came loose and was retrieved during the operation. There was no report of pieces falling into the cavity or impacting the patient. No patient injury was reported. No further patient or procedure details were made available.